Event description:
It was reported that an ilet device displayed a nonresponsive touchscreen on a particular screen, and the caregiver noted the screen was heavily scratched; the patient transitioned to backup therapy while a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond interruption of automated insulin delivery and use of backup therapy. Investigation included internal review and replacement logistics. Investigation of this case revealed a suspected touchscreen malfunction with surface damage to the display assembly; no additional component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen likely exacerbated by physical damage.

Manufacturer narrative:
Complaint was confirmed and duplicated. Some damage to the exterior was observed, the housing and display assembly will need to be replaced. The device was returned with no screen protector and had visible scratches on the glass screen. The device powered on however the touchscreen was unresponsive. For further investigation, the device was opened and inspected; the j3 display cable was not connected to the mainboard. After reconnecting the display cable and restarting the device, the touchscreen was responsive. The issue was caused due to improper assembly.